Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide voice prompts as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation also found the device would not power on when the lid was opened. The reed switch sw5 is faulty and is the cause of the reported issue. This device was archived by stryker and the customer received a replacement device.